Event description:
It was reported that during a laparoscopic assisted adrenalectomy procedure, the device had the tissue pad melt and the device stopped working. Unknown how the case was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.